Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer's (omsc) investigation results. Based on the shipping records, omsc confirmed the scope conformed to specifications the scope was not returned for a physical evaluation, however, based on the investigation, the probable cause of the reported incorrect reprocessing was attributed to the user facility reprocessing the scope without utilizing the air / water channel cleaning adapter.

Manufacturer narrative:
The endoscopy support specialist (ess) completed the reprocessing in-service for the pcf-h190l with the staff (two attendees). The in-service included cleaning, disinfecting, and sterilization information as contained on the ontrack reprocessing in-service/customer competency document. The ess recommended that the user facility follow all reprocessing procedures as documented in the ontrack forms and reprocessing manuals. The reprocessing manual indicates to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, the air/water channel cleaning adapter (mh-948) is to be used after each patient procedure.

Event description:
The endoscopy support specialist (ess) visited the user facility to perform a reprocessing in-service on the endoscope. The ess observed the user facility perform the pre-cleaning process and noted the user facility was not using the air/water channel cleaning adapter (mh-948) during the precleaning process. There was no patient injury or infection reported.